Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon removal of sensor pod, sensor wire was detatched from the sensor pod. Patient's mother did not report any additional discomfort at the site of insertion. Against user guide recommendations, patient's mother removed transmitter prior to sensor patch removal. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).